Event description:
Customer reported a past high blood glucose (bg) event, with the specific cause unknown. The highest bg level recorded was not specified, and the display indicated a "high" value. To resolve the high bg, customer changed the infusion set and cartridge.